Manufacturer narrative:
(B)(4). The lot was manufactured from august 12, 2013 to august 13, 2013. Evaluation summary: inspection of the photograph found no clear evidence of a ruptured bladder. The reported problem could not be confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume intermate ruptured. This occurred after filling with an antibiotic solution (baxter compounded) and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The actual device was not received. However, a photograph of the device has been received by baxter and is currently awaiting evaluation. Upon completion of the evaluation of the photograph, or if any additional relevant information is received, a supplemental report will be submitted.